Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the customer's allegation, the user of the accu-chek performa test strips tested on his two accu-chek performa nano meters and received the following results within 15 minutes: 2.5 mmol/l (system 1) and 12.5 mmol/l (system 2). The blood glucose results were obtained using the same vial of test strips.